Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter read inaccurately high compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter began reading inaccurately between 5:00 and 5:30pm est on a date she was unable to recall, when she obtained an alleged inaccurately high blood glucose result of 312 mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy. She reported that after obtaining the alleged inaccurate high result, she continued with her usual diabetes management routine and administered an unspecified dose of humalog 100 insulin on a sliding scale. She was unable or unwilling to say whether she had developed any symptoms as a result of the alleged issue. She reported, however, that on a date she cannot recall, she was taken to the emergency room (ER) where she obtained a blood glucose result on the ER/hospital meter. The patient was unable to recall the result obtained, but claimed that she received IV glucose from a healthcare professional (hcp). During troubleshooting, the cca established that patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. The patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered medication based on the result she obtained and reportedly received treatment provided for severe hypoglycemia from an hcp after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. In addition a secondary issue was noted; the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.